Event description:
The following is based on the medical records provided by the patient's attorney: on (B)(6) 2006 - patient underwent repair of recurrent incisional hernia with implant of composix kugel mesh. A previous implanted non-bard mesh was explanted. Lysis of adhesions was performed. A serosal defect was created in a segment of the small bowel during this process, and it was resected. On (B)(6) 2007 - patient complained of pain, and developed hardening, redness and hyperpigmentation at surgical site area. She was hospitalized for cellulitis of the abdominal wall. On (B)(6) 2007 - patient underwent debridement, and drainage of purluent discharge close to mesh. On (B)(6) 2007 - patient underwent explant of infected composix kugel mesh, and abdominal wall reconstruction with non-bard mesh. Infection is reported to be (B)(6) for (B)(6) (no culture report). On (B)(6) 2007 - office visit - area healed nicely, with no evidence of infection.

Manufacturer narrative:
The device associated with this event was originally reported to davol as a recalled composix kugel mesh; therefore, davol originally reported this event to the FDA in accordance with rae 2008004. Subsequently, davol has received additional event information indicating that the associated event device is not a recalled composix kugel mesh; therefore we are submitting this MDR based on the additional information received. Based on the information provided, no definitive conclusions can be made. The patient has multiple co-morbidities including hypertension, and multiple abdominal surgeries. Patient underwent repair of hernia recurrence with implant of composix kugel mesh. During the procedure, a serosal defect in the small bowel was created, which was unavoidable. (B)(6) months later, patient developed abscess and wound infection, reported to be (B)(6) for (B)(6). Composix kugel mesh was then explanted. The information provided indicates that the patient developed and was treated for abscess and infection, which are known adverse events listed in the IFU. While there is no indication that the mesh was the source of the reported infection, the warning section of the IFU states "if an infection develops, treat the infection aggressively. The prosthesis may not have to be removed. An unresolved infection, however, may require removal of the prosthesis." A manufacturing review was performed, including a review of sterility records, and found no evidence of a manufacturing related cause for the alleged event. There is no indication of defective mesh. Additionally, no product has been returned. If additional information is obtained, a follow-up MDR will be submitted.